Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the valve was explanted due to the thrombosis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards was notified that a subacute prosthetic valve thrombosis diagnosed several days after the implantation of a 27 mm pericardial mitral valve. This (B)(6) patient required treatment for acute heart failure and cardiogenic shock. A re-do surgery was done as an emergency and the valve was explanted, 1 month and 15 days after the implantation, and replaced with another size 27 mm valve. Patient was discharged 1 month after the redo surgery. It was learnt that the patient received anticoagulant therapy initially after the implant (aspirin and apixaban). At the time of the implantation of this valve, the patient required treatment with "multiple blood products". Patient medical history included previous left leg dvt. The explanted valve was sent to the hospital lab for analysis and histology showed reorganizing thrombus on the valve.